Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue; therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On 0(B)(6) 2025, before the patient went to bed, her continuous glucose monitoring (cgm) was reading 250 mg/dl. No blood glucose (bg) meter reading was taken at this time. While the patient was sleeping, the patient¿s husband noticed her tandem insulin pump was displaying a ¿sensor failed¿ alert. It was not specified how long the sensor had been in an error state before the patient's husband noticed the alert. The patient was feeling dizzy. Her bg meter reading was tested, and it was high mg/dl. The patient¿s husband called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was also high mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg level was found to be 1100 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.